Manufacturer narrative:
The device was requested but was not returned from the hosp; therefore no eval of the subject device could be performed. The pressure at which the balloon rupture occurred and the cause of the rupture could not be determined. It was noted that a 3 cc syringe was used for balloon inflation. The "instructions for use" specifies an inflation device with a 10 cc or larger syringe be used for balloon inflation.

Event description:
A submarine plus balloon catheter was used in a PICC line procedure in the brachial vein. During the procedure, the balloon ruptured and the brachial vein also was ruptured. The physician was using a 3 cc syringe for inflation and the rupture occurred at an unk pressure. Upon removal, the physician noted that there were pieces of the balloon/marker bands and the catheter tip missing and possibly remaining in the pt. The site reported that x-ray confirmed the pieces were contained within the subcutaneous tissue of the pt. A vascular surgeon was consulted and it was determined that the pieces left in the subcutaneous tissue would not compromise or harm the pt and therefore the pieces were not removed from the pt. The site reported that the brachial vein rupture was resolved without incident. The procedure was completed and there were no further pt complications or issues noted. The device was not returned for eval.